Event description:
Complainant alleged that while attempting to defibrillate a female patient (age unk) the associated defibrillation displayed a "poor pad contact" message with these electrode pads attached. Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient. Complainant indicated that the patient subsequently expired; however it was not a result of the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.